Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer cleared most of the occlusions by resuming insulin and delivering the remainder of the bolus. The customer had tried 3 different types of infusion sets and cartridges from a different box. The customer's blood glucose level was not impacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.